Event description:
Information was received indicating that the battery of a smiths medical cadd solis vip came loose and contacted the battery terminal which caused the pump to get hot and smoke. No patient consequences were reported. No adverse effects were reported.